Event description:
Healthcare professional reported "12 infections", "5 recurrences", ¿2 exposures)¿, ¿delayed wound healing¿, ¿wound necrosis¿, ¿resuture¿ or ¿areola papillary necrosis¿, ¿tissue expandor replacement ¿rotation ¿or ¿breakage¿ in 3 cases¿, ¿conservative healing after infection in 3 cases¿, ¿hematoma¿, ¿burns¿, ¿death in 2 cases (1 primary disease, 1 other disease, 0 perioperative period)¿. The events of "5 recurrences" and ¿death in 2 cases (1 primary disease, 1 other disease, 0 perioperative period)¿ have been deemed not device related. This record is for an unknown side. Device status is unknown.

Manufacturer narrative:
The reported events of "infection (unknown onset)," "exposure," "wound dehiscence," "necrosis," and "delayed healing" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (unknown onset), exposure, wound dehiscence, necrosis, delayed healing, and device rupture.